Event description:
It was reported that following a hiatel hernia with toupet procedure the suture was not dissolving and began spitting/surfacing. The pt required an additional surgery for the suture to be removed.